Event description:
In a surgery carried out in (B)(6) 2014 (the exact date of surgery has not been provided) the inner modular head came out of the outer plastic shell of a bipolar implant during reduction testing whilst simulating external rotation. The theatre staff were unsuccessful in returning the inner modular head to the outer shell.

Manufacturer narrative:
(B)(4) initial report. Device details, device, pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision will be requested in order to progress with the investigation. Please note: this report filed with the FDA is due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.